Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.

Event description:
It was reported that the vns patient had previously been implanted with a vns device in 2002, for which an infection developed and the device, both lead and generator, was explanted as a result. Further follow up with the surgeon's office revealed that the patient developed an infection in the cervical (neck) incision. There was no report of any manipulation or trauma to the device site, and the surgeon indicated that the cause of the infection was simply due to the surgical implantation procedure. There are no culture results available. The patient now resides in a different area, and is seeking to have a new device implanted.